Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) this event resulted in a retained fragment, and in a 60 minute surgical delay, which prolonged the patient's exposure to anesthesia, and may lead to increased risk of infection. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery of a (B)(6) male patient, two drill bits were broken. The tips of the drill bits were left into the patient's bone, but the surgeon used other drill bits instead to resolve the problem. The surgery was prolonged about 60 minutes. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).